Event description:
It was reported that the pulse generator exhibited backup vvi operation. A device software download was perfomed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.